Event description:
Information was received from a patient who was receiving fentanyl ,morphine, and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that they have not been able to use their bolus due tothe issue that was reported today. They were supposed to "bump up" every hour but the handset drags and now they can only bump up every hour and 45 minutes. The agent tried to ask clarifying questions. The patient stated that they received numerous error codes, which appeared in red another color. The patient also saw ¿not responding, start over, or wait.¿ the agent had the patient connect to the pump and then the patient said the handset always stuck at 90 percent. The patient also stated that they have cleared the cookies and cache. The patient expressed frustration. The agent had the patient reset the handset, reviewed the data and assisted the patient in deleting the data. The patient confirmed that they were able to connect to the pump with no lag issue. The patient stated that the event date was for a year. The patient mentioned that they had nothing but problems since they had "this".

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated ed/event date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl ,morphine, and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that they have not been able to use their bolus due tothe issue that was reported today. They were supposed to "bump up" every hour but the handset drags and now they can only bump up every hour and 45 minutes. The agent tried to ask clarifying questions. The patient stated that they received numerous error codes, which appeared in red another color. The patient also saw ¿not responding, start over, or wait.¿ the agent had the patient connect to the pump and then the patient said the handset always stuck at 90 percent. The patient also stated that they have cleared the cookies and cache. The patient expressed frustration. The agent had the patient reset the handset, reviewed the data and assisted the patient in deleting the data. The patient confirmed that they were able to connect to the pump with no lag issue. The patient stated that the event date was for a year. The patient mentioned that they had nothing but problems since they had "this".